Event description:
It was reported to boston scientific corporation in 2006 that a jagwire guidewire was used in an endoscopic retrograde cholangiopancreatography procedure five days prior (patient age, gender and weight are unknown). According to the complainant, during preparation, it was found that the core wire was protruding from the tip. The procedure was completed with another jagwire device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
Visual inspection revealed that a small section of pebax was detached from core wire. The core wire was intact. The cause of this malfunction cannot be determined.